Event description:
Vessel dilated with 2.0, 2.5, then 3.0 stents. Before deployment, 3.0 balloon catheter broke into two pieces. Device broke during dilation prior to deployment. Another device used to retrieve broken device. Immediately after occurrence the patient complained of back pain, felt faint, and required dopamine. Left procedure room stable.